Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('chronic inflammation from essure') and device dislocation ('my right coil was outside of my uterus and in my abdominal wall') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included caffeine consumption. She did not really exercise. Concurrent conditions included alcohol use. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and abdominal distension ("still very swollen (after surgery)") and was found to have weight increased ("gained weight/gained 35 lbs with essure") and uterine leiomyoma ("fibroid the size of my uterus, fibercystic"). The patient was treated with ibuprofen and surgery (salpindectomy lap hysterectomy leaving ovaries on (B)(6) (year unspecified)). Essure was removed. At the time of the report, the pelvic inflammatory disease, device dislocation and uterine leiomyoma outcome was unknown and the weight increased and abdominal distension had not resolved. The reporter considered abdominal distension, device dislocation, pelvic inflammatory disease, uterine leiomyoma and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('chronic inflammation from essure') and device dislocation ('my right coil was outside of my uterus and in my abdominal wall') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included caffeine consumption. She did not really exercise. Concurrent conditions included alcohol use. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and abdominal distension ("still very swollen (after surgery)") and was found to have weight increased ("gained weight/gained (B)(6) with essure") and uterine leiomyoma ("fibroid the size of my uterus, fibercystic"). The patient was treated with ibuprofen and surgery (salpindectomy lap hysterectomy leaving ovaries on (B)(6) (year unspecified)). Essure was removed. At the time of the report, the pelvic inflammatory disease, device dislocation and uterine leiomyoma outcome was unknown and the weight increased and abdominal distension had not resolved. The reporter considered abdominal distension, device dislocation, pelvic inflammatory disease, uterine leiomyoma and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events - pelvic inflammation, essure micro-insert embedded in abdomen, fibrocystic uterus and abdominal swelling were added. New reporter was added. Treatment drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.